Event description:
Customer's mother reported via phone, the insulin pump had alarmed failed battery test. Customer's mother stated the first time the alarm occurred the cleared it and inserted a new battery and device was fine. Then the issue reoccurred for the second time and was also resolved. She was concerned it was the third time the device alarms failed battery test. She didn't know the customer's blood glucose level. Troubleshooting was performed. No damage or corrosion was noted in the battery compartment or its components. Customer was advised to clean the battery compartment and its components. A new battery cap was sent to rule out issues with the battery cap. Customer's mother is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.